Manufacturer narrative:
Product complaint: investigation summary: examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number.

Event description:
Asr revision. Asr xl acetabular system. Reason(s) for revision: alval/ soft tissue reaction. Doi: (B)(6) 2006; dor: (B)(6) 2013; left hip.